Event description:
As reported via legal documentation a 65 y/o male patient had a left knee replacement on (B)(6)2010. Approximately 10 years and 11 months after the initial procedure the patient had a left knee revision on (B)(6)2021. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6)2021: it was noted that the tibial and femoral components were well fixed but easily separated from the bone cement interface. Postoperative diagnosis stated aseptic loosening with osteolysis and poly wear in the left knee.

Manufacturer narrative:
D10: concomitants: 1878980 200-02-38 - three peg patella 38mm 1086342 204-04-55 - trapezoid tibial tray sz 5f/5t 1734008 204-34-04 - fluted stem extension 40l x 14 mm 1353615 210-01-05 - nmc femoral sz 5 pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.